Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The exact date of death and event date are unknown. The event date and date of report entered are an approximate date. Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown funeral home with no information. Information identified in the manufacture¿s data base indicated the patient died approximately 2 months post implant of the crt-d and left ventricular (lv) lead and approximately 2 years post implant of the right atrial (ra) lead and right ventricular (rv) lead. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information: no eval explain code.